Event description:
Asr revision, left hip, reason for revision : unknown. Update 26 feb 2015: legal letter received from (B)(6). Revision date confirmed as (B)(6) 2014. (B)(6).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, left hip, reason for revision : unknown. Update 26 feb 2015: legal letter received from (B)(6). Revision date confirmed as (B)(6) 2014. Sm 4 mar 2015. 19 march 2015 - update - rcvd (B)(6) email, rcvd product code and lot numbers, provided unknown stem as xl. Added surgeon and new hospital. - kf 19/03/2015

Event description:
Update: (B)(6) 2015, updated reasons for revision as pain and alval, added stem details, queried revision date on claimsuite update as all previous correspondence says it was (B)(6) 2014. Scf does not have a date for the revision surgery. Updated revision hospital. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.